Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the customer locked the programmer session for the patient that was in the room next door, a couple of meters apart, but not for the patient that was in the room with the customer. The customer did not notice that the wrong device was being interrogated, and had performed a full follow up, the customer was convinced that the right patient was checked and then let the patient go home. The programmer seemed to have selected the wrong implantable device by itself. The patient whose device was not interrogated as intended had to return to the office for another follow up that day. The programmer remains in use. No patient complications have been reported as a result of this event.